Event description:
It was reported that an thirteen hundred (1300) exactamix vented, high-volume inlets had particulate matter (pm) contamination. The pm was described as, ¿defects, such as hair, fiber or black spots¿. These issues were observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h11: upon additional information, the product is no longer suspect in the event. Should additional relevant information become available, a supplemental report will be submitted.